Manufacturer narrative:
Hamilton medical ag case number is (B)(4).

Event description:
The following was reported to hamilton medical ag: 10 seconds after startup a message for fan failure appeared. This occurrence has only happened once. No harm to patient, user or third party is reported. No patient involvement is reported. Investigation is ongoing.